Event description:
It was reported that the stent separated from the delivery system. This occurred after the stent was inadvertently withdrawn back into the guiding catheter. The delivery system was reomoved through the guiding catheter when after resistance was felt. When additional equipment was used to address the lesion, resistance was felt when passing it through the guiding catheter. This necessitated removal of the entire system and the guiding catheter was dissected in an attempt to determine the cause of the obstruction. No evidence of obstruction could be found. Flouroscopy of the pt's anatomy could not locate the stent. It is unk if the stent was lost in vivo. Reportedly no pt injury was associated with this event.